Event description:
Healthcare professional reported an unknown number of patients implanted with xen®45 gts in unknown eyes, experienced "stent break requiring removal and stent replacement; stent dislocation during primary needling deep into eye chamber and required conjunctival opening; clinically significant hypotony with hemorrhagic ablation; clinically non-significant hypotony; blebitis requiring revision; stent extrusion."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.